Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, faded serial number label, cracked case behind the pump at the corner of the belt clip rails, and minor scratched lcd window. Unable to perform the displacement test, occlusion test or lock reservoir into place due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 300 mg/dl. At the time of the incident. Customer states that where the reservoir is inserted, it has a plastic ring and a rubber ring, states the ring came out and she tried to put it back but it came out again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.